Event description:
It was reported that signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient reported experiencing a hypoglycemic event while working on his car. He lost consciousness and later regained awareness on his own, noting that he was sweaty upon waking. The patient was unsure how long he had been unconscious. At the time of the event, the patient¿s cgm was in a signal loss state, which prevented him from receiving alerts about his hypoglycemia. No blood glucose meter readings were provided. The patient self-treated by consuming ¿junk food¿ and did not seek medical attention or assistance from a higher level of care. At the time of the report, the patient stated that his blood glucose levels had stabilized. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.